Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hypertension and laparoscopy. Concurrent conditions included menses irregular, premenstrual syndrome, infertility, pelvic pain, loose stools, pelvic adhesions, post coital bleeding, painful defaecation, inflammation, paratubal cyst, colon adenoma and corpus luteum cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain stomach"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type:yeast"), anxiety ("psychological or psychiatric problems condition: anxiety"), cervicitis ("reproductive systems disorder or condition-type of disorder or condition:cervicitis"), endometriosis ("reproductive systems disorder or condition-type of disorder or condition:endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), groin pain ("pain groin"), pain in extremity ("pain legs"), adhesion ("reproductive systems disorder or condition-type of disorder or condition:adhesions") and decreased activity ("couldn't participate in extended physical activity (working out,yard work, long hours at work)") and was found to have hormone level abnormal ("hormonal changes-describe:") and uterine leiomyoma ("reproductive systems disorder or condition-type of disorder or condition:leioyoma"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the vaginal haemorrhage, abdominal pain upper, mood swings, menorrhagia, vulvovaginal mycotic infection, anxiety, cervicitis, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, groin pain, pain in extremity, hormone level abnormal, adhesion, uterine leiomyoma and decreased activity had resolved. The reporter considered abdominal pain upper, adhesion, anxiety, cervicitis, decreased activity, dysmenorrhoea, dyspareunia, endometriosis, fatigue, groin pain, hormone level abnormal, menorrhagia, mood swings, nausea, pain in extremity, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: a patient with a history of endometriosis, most likely source of pain is recurrent or persistent endometriosis, more on the right than the left, but she is concerned that the pain seems to have worsened significantly with placement of essure. Perforation is also a possibility with adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: (as per pfs) results: total bilateral occlusion. (As per mr) impression: satisfactory appearance post-essure placement with occlusion of both fallopian tubes. Pathology test - on (B)(6) 2011: surgical pathology report: microscopic diagnosis: uterus, bilateral tubes and ovaries, hysterectomy: cervix ~ benign ectocervix and endocervix with mild chronic inflammation. Endometrium ~ proliferative endometrium with mild. Disordered proliferative change. Myometrium - adenomyosis, extensive with focal intraluminal cystic change and hemorrhage, benign. Leiomyomas, benign. Serosa - subserosal adenomyosis, benign with adhesions. Right and left fallopian tubes - right and left paratubal cysts, benign. Left tubal endometriosis, benign. Incidental finding: benign left tubal adenomatoid tumor, 0.6 cm in maximum dimension right and left ovaries - right ovarian endometriosis. Superficial surface fibrous adhesions. Benign corpus luteum. Negative for malignancy. Clinical history: endometriosis; da vinci-assisted laparoscopic total hysterectomy. Ultrasound scan - on an unknown date: normal tubes and ovaries with essure visible in what appeared to be the correct position in the cornu extending outward. There is no mass effect, no free fluid in the pelvis. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: endometriosis, dysmenorrhea, nausea, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hypertension and laparoscopy. Concurrent conditions included menses irregular, premenstrual syndrome, infertility, pelvic pain, loose stools, pelvic adhesions, post coital bleeding, painful defaecation, inflammation, paratubal cyst, colon adenoma and corpus luteum cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain stomach"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type:yeast"), anxiety ("psychological or psychiatric problems condition: anxiety"), cervicitis ("reproductive systems disorder or condition-type of disorder or condition:cervicitis"), endometriosis ("reproductive systems disorder or condition-type of disorder or condition:endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), groin pain ("pain groin"), pain in extremity ("pain legs"), adhesion ("reproductive systems disorder or condition-type of disorder or condition:adhesions") and decreased activity ("couldn't participate in extended physical activity (working out, yard work, long hours at work)") and was found to have hormone level abnormal ("hormonal changes-describe:") and uterine leiomyoma ("reproductive systems disorder or condition-type of disorder or condition:leiomyoma"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the vaginal haemorrhage, abdominal pain upper, mood swings, menorrhagia, vulvovaginal mycotic infection, anxiety, cervicitis, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, groin pain, pain in extremity, hormone level abnormal, adhesion, uterine leiomyoma and decreased activity had resolved. The reporter considered abdominal pain upper, adhesion, anxiety, cervicitis, decreased activity, dysmenorrhoea, dyspareunia, endometriosis, fatigue, groin pain, hormone level abnormal, menorrhagia, mood swings, nausea, pain in extremity, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: a patient with a history of endometriosis, most likely source of pain is recurrent or persistent endometriosis, more on the right than the left, but she is concerned that the pain seems to have worsened significantly with placement of essure. Perforation is also a possibility with adhesions diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: (as per pfs) results: total bilateral occlusion. (As per mr) impression: satisfactory appearance post-essure placement with occlusion of both fallopian tubes.. Pathology test - on (B)(6) 2011: surgical pathology report: microscopic diagnosis: uterus, bilateral tubes and ovaries, hysterectomy: cervix ~ benign ectocervix and endocervix with mild chronic inflammation endometrium ~ proliferative endometrium with mild disordered proliferative change myometrium - adenomyosis, extensive with focal intraluminal cystic change and hemorrhage, benign leiomyomas, benign serosa - subserosal adenomyosis, benign with adhesions right and left fallopian tubes - right and left paratubal cysts, benign left tubal endometriosis, benign incidental finding: benign left tubal adenomatoid tumor, 0.6 cm in maximum dimension right and left ovaries - right ovarian endometriosis superficial surface fibrous adhesions benign corpus luteum negative for malignancy clinical history: endometriosis; da vinci-assisted laparoscopic total hysterectomy. Ultrasound scan - on an unknown date: normal tubes and ovaries with essure visible in what appeared to be the correct position in the cornu extending outward. There is no mass effect, no free fluid in the pelvis. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: endometriosis, dysmenorrhea, nausea, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs & mr was received. Lot number was added. Previously added injury nos was replaced by mood swings and new events abnormal bleeding (vaginal, menorrhagia), yeast infections, anxiety, cervicitis, adhesions, endometriosis, leiomyoma, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, hormonal changes, groin pain, couldn't participate in extended physical activity(working out work, long hours at work), legs pain, stomach pain were added. New reporter was added. Patient demographics was added. Concomitant conditions were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.